Event description:
During a dialysis treatment, the blood pump rotor spring broke. There was no pt injury or med intervention.

Manufacturer narrative:
During a dialysis treatment the facility noticed that the rotor assembly was loose and the a/v pressures were fluctuating. The med equipment svc tech (mes) found a broken blood pump rotor spring and replaced it with a new rotor. There were no pt injuries or med interventions reported. A review of the cpf history indicated that this is the second rotor on this machine. On cpf #1195053c3 the original rotor assembly broke due to a breaking spring. This condition is a known failure mode and a far #960018 has been generated to correct the problem. The blood pump rotor was not returned for an investigation because the mes discarded the defective assembly. However, complaints show that the rotor springs do break. The indications are the same as this reported condition. If a rotor spring breaks, one of the two rollers on the blood pump will not make complete contact with the header tubing, and blood flow and pressures within the blood set will be erratic and low. The facility typically identifies the broken spring by noting low pressures and/or erratic drip chamber flows and levels in the blood tubing set. If undetected, a broken rotor spring can result in a less efficient dialysis for the pt. If the spring breaks during dialysis and the blood tubing set is punctured on the arterial side, the negative pressure side of the blood tubing set, this would cause an "arterial pressure high" alarm since the machine would increase the pressure towards atmospheric pressure. A puncture on the venous side could result in blood loss and possible blood contamination. This alarm generates a visual red flashing light, a steady audible alarm, stops the blood pump, and clamps the venous blood line. The above info indicates that the a/v pressure fluctuations described in this complaint was generated by a broken rotor spring. This issue will continue to be trended as part of the co's corrective action sys and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Customer contacted: n. Sales/svc contacted by investigator: y. Training required: n.